Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing difficulty charging ipg due to ipg kept switching around. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging ipg due to ipg kept switching around. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected.